Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with the telemetry transmitters showing as communication loss (comm loss) on one central nurse's station (cns). However, at another central nurse's station (cns), they can see them fine. They later called back and stated that they are having intermittent telemetry transmitter comm loss in these depts: 2c / 4e / 4d. At first, the issue was resolved approx 1:00 pm. Then they stated that comm loss occurred, then came back up, and was in comm loss again. The comm loss was experienced on multiple wards. The sections that were installed with the expansion project from march 2021 lost communication back to the war room, but the patient signals were present at the local cns for each of the areas. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter(s): model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they are having issues with the telemetry transmitters showing as communication loss (comm loss) on one central nurse's station (cns). However, at another central nurse's station (cns), they can see them fine. They later called back and stated that they are having intermittent telemetry transmitter comm loss in these depts: 2c / 4e / 4d. At first, the issue was resolved approx 1:00 pm. Then they stated that comm loss occurred, then came back up, and was in comm loss again. The comm loss was experienced on multiple wards. The sections that were installed with the expansion project from (B)(6) 2021 lost communication back to the war room, but the patient signals were present at the local cns for each of the areas. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in intermittent comm loss with the telemetry transmitters. No patient harm or injury was reported. Investigation summary: the root cause for the reported communication loss is related to improper set up of the server. Nk cits found that after the customer rebooted their host1000 server, the server automatically logged in as an administrator and the host1000 application was not set up. Nk cits was able to set up the host1000 application, which resolved the issue. It is not clear as to why the host1000 application was not set up. Complaint history review of pu-621r serial number (B)(6) and the customer account do not reveal any recurrences of host1000 application issues. This event is likely an isolated incident. There is no evidence of an nk device malfunction. As the issue with the host1000 application was resolved through troubleshooting and has not recurred. In an investigation for signal loss around the same time as this event, in ticket 114932, nk on-site support had discovered that the customer turned off the amplifier on their distributed antenna system. Lack of amplification would result in weak telemetry signals, resulting in signal loss. The root cause of the signal loss in that ticket was use error. There is no evidence of an nk device malfunction in either of these events.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in intermittent comm loss with the telemetry transmitters. No patient harm was reported.